Manufacturer narrative:
Approximately one-month post index procedure, the patient was admitted to the hospital with unstable angina. Repeat angiogram revealed no evidence of restenosis in the stented segment of the lad. No intervention was performed and the patient was discharged. Upon protocol follow-up (phone) nine months post index procedure, the patient stated that she experienced ongoing angina. A repeat angiogram was conducted, which revealed a 60% instent restenosis of the velocity stents in the previously stented segment of the lad; however, no re-intervention was performed. Upon protocol follow-up (phone) ten months post index procedure, the patient's family indicated that the patient was still experiencing ongoing angina (ccs I). The patient had not undergone any additional angiograms or functional ischemia studies. One-year post index procedure, the patient was admitted for planned bi-lateral femoral bypass surgery however, she complained of unstable angina. Emergent re-angiography revealed that the previously identified 60 % instent restenosis had progressed to 90%. The restenosis was successfully treated with balloon angioplasty. No gp iibiiia inhibitors were administered during this case. The planned left femoral by-pass was postponed. One month later, the patient underwent planned, right femoral bypass surgery with no complications. Approximately 10 days later, the patient underwent planned left femoral bypass surgery without complications. Twelve months later (one-year and 11 months post index procedure), the patient was again admitted to the hospital with complaints of angina. Repeat angiography revealed a second restenosis (80%) of the stented segment in the lad. Additionally, the patient had new critical coronary disease (90%) in the right coronary artery (rca). The patient was scheduled for intervention with drug-eluting stents in one month. One month later, the patient returned for the planned intervention to the lad and the rca. Reopro was administered during the procedure. The restenosis in the proximal lad was successfully treated with the direct placement of a 13mm cypher stent deployed to 18 atms. The cypher stent was post-dilated to 22 atms with a maverick ptca balloon. The rca was treated with the implantation of a taxus stent. Please note: this product was originally reported under MFR report# 9616099-2007-01770 on september 7, 2007, which reflected two products with unknown catalog and lot numbers; however, additional information received from the study provided each product's individual catalog and lot number. As a result this product is now being reported under it's own manufacturing report number. In summary, this patient experienced restenosis of 3 bx velocity stents implanted as part of the c-sirius trial. Restenosis is a potential adverse event associated with coronary artery stenting. Medical history and risk factors that may have increased her risk for mace included known cardio vascular disease with prior cva, ptca and recent mi, hypertension and insulin dependent diabetes. Diabetes is also a premorbid condition that increases the risk for a poor initial result. During the index procedure, a total of 3 bx velocity stents were implanted in her proximal lad. The target site was described as mildly calcified with 85% stenosis, 30mm lesion length, 2.8mm rvd and a moderately tortuous vessel. Initially, a 2.5/18mm velocity was deployed at 12atms, resulting in a type-b dissection noted as extending proximally from the edge of the stent. This was repaired with a 2nd velocity stent (3.0/18mm) that was implanted at 12atm overlapping and proximal to the 1st stent. A 3rd stent (3.0/8mm) was implanted at 16atm, as planned, overlapping and distal to the 1st stent. The stents were then postdilated leaving no residual stenosis and timi iii flow. The 8-month follow-up was performed in the setting of on-going angina. Angiography demonstrated 60% restenosis in the previously stented lad segment but no revascularization was done until 3 months later when she was admitted for one of two planned fem-pop bypasses. Angiography done for unstable angina demonstrated that the 60% restenosis had progressed to 90%, so the segment was revascularized prior to the planned surgical procedures. 11 months later, in the setting of continued angina, repeat angio revealed a 2nd restenosis in the previously stented lad. Another lesion in the rca (90%) was also found. Revascularization of both sites was done the next month with drug-eluting stents. The product remains implanted and is not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plans. Review of the information suggests that patient factors (diabetes and aggressive cardiovascular disease) likely contributed to the events. This is one of three reports submitted for the same event. Please reference MFR report #'s: 9616099-2007-01768, 9616099-2007-01770, and 9610978-2007-00371.

Event description:
This female patient with a history of previous angioplasty (non-target vessel; in 2001), previous cva, iddm, hypertension, family history of premature cad, peripheral vascular disease, and ongoing angina was admitted for coronary intervention three days post q-wave myocardial infarction (mi). The day of the procedure, the patient received aspirin and plavix. Angiography revealed 2-vessel coronary disease with significant stenosis in the proximal through mid left anterior descending (lad) artery and the left circumflex (lcx). Reopro (bolus and infusion) and heparin were administered. Peak acts during the procedure were 398 seconds. A medtronic ebu guider and a medtronic ptca guidewire were used to access the target vessel (proximal lad). The target lesion in the proximal lad was described as an 85%, long (30mm), mildly calcified lesion in a 2.8mm, moderately tortuous vessel. Flow pre-treatment was timi iii. The lesion was predilated with a 2.5mm medtronic stormer balloon inflated to 10 atm. Stenosis was reduced to 0% and there was no evidence of a vessel dissection. A 2.5 x 18mm velocity stent was positioned within the lesion and was deployed at 12 atms. Following deployment of the velocity, a type-a dissection was noted extending proximally from the edge of the stent. A 3.0 x 18mm velocity stent was positioned overlapping and proximally to the first stent to cover the dissection. The stent was deployed to 12 atms with good results. A third stent was placed, as planned, overlapping and distal to the first stent and was deployed to 16 atms with satisfactory results. The stents were postdilated with the 3.0 velocity delivery balloon inflated to 12 atms. The residual stenosis through out the stented segment was 0% with timi iii flow. There was no evidence of any residual dissection. The patient was discharged home the following day with no angina. Cardiac enzymes were slightly elevated, however, they were less than 2 times the upper limits of normal. The patient received orders for daily administration of aspirin and plavix.